Event description:
A critical care patient was on a drager evita 1 ventilator that failed to deliver volume while on aprv, service code 001. The ventilator was replaced with another evita 1. There was no injury to the patient. The venilator was sent to the facility's biomedical maintenance department for testing with the error code displayed. Initially, it was thought that the problem was the battery. At the time, there were no signs of battery corrosion, bad leads, bent clips, or power fluctuations or strain on the power supply. The venilator was sent back to the manufacturer who obtained a "test certified level" but was unable to reproduce the problem. The manufacturer replaced the 9v battery and returned the device to the facility. This facility's reporter thinks that the problem is not the battery. They think that the service code 001 signifies a microprocessor error that they have seen with other ventilators over the last year and one-half (when batteries were also replaced but the problem continues). There were no unusual circumstances or activities surrounding the use of this ventilator.